Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. Shelf life studies, product monitoring, and dose audits were performed during product development and on market performance continues to be monitored at adc. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer experienced a skin irritation while wearing an adc device. As a result, customer received treatment of an unspecified ointment provided by a hcp. No further details were provided. There was no report of death or permanent impairment associated with this event.